Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. The patient presented with an st elevated myocardial infarction. Two balance middleweight guide wires were advanced to the lesion, but neither could cross due to the heavy calcification in the lesion. A whisper guide wire was advanced and it also could not cross due to the heavy calcification and the tip separated. The separated tip was removed with a snare device. The procedure was completed when the tip was removed and the patient is doing fine. There was a clinically significant delay in the procedure due to the need to snare the tip. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.